Event description:
It was reported that a motor stall occurred with no motor stall recovery. The patient had a MRI the previous day and there was a stall at 1:08. No alarms were heard. The pump was updated ¿recently¿ instead of just interrogated for the logs. There were no reported symptoms of withdrawal but increased pain was ¿beginning¿ the day of the report. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).